Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The 8mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 12 atmospheres, followed by second inflation at 16 atmospheres. However, the lesion was not fully dilated enough due to severe calcification; and so the physician performed additional dilatation at 16 atmospheres, then the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.25x8 non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).